Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2024 sid (B)(6) = 21.04 / 15.1 pmol/l (reference range: 8.9-17.3 pmol/l) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I free t4 result included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, with an in-house retained kit of lot 56201ud00. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I free t4, lot number 56201ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I free t4 result on a patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2024 sid(B)(6) = 21.04 / 15.1 pmol/l (reference range: 8.9-17.3 pmol/l) no impact to patient management was reported.